Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the x-ray generator would not turn on and the x-ray cannot fire. No parts were replaced. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, post delivery, the image acquisition system (ias) booted up and all motions worked. However, the x-ray bar showed disabled. From the imaging system logs, it showed a power on request fail. System voltages were checked and the standalone board failed to output 120vac and the generator logic transformer input led was not lit. There was no patient present when this issue was identified.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. It was reported that x-ray generator was not able to turn on. The standalone board was replaced. A full system checkout was performed after part replacement and all tests passed.